Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 of -7.50/1.0/92 (sphere/cylinder/axis) implantable collamer lens was found to be torn/broke during injection delivery into the patients right eye (od). The lens was not implanted.no patient contact; the lens did not touch the eye. No patient injury. A replacement lens of the same model/size and power was implanted and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).